Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
It was reported that the ventilator did not provide flow during high flow therapy. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and was advised to perform a performance verification test (pvt) and the local philips clinician would reach out to the customer. The customer reported that the unit passed all pvt testing. Upon a follow up with philips clinical specialist, it was found that the flow was not delivering due to the circuit set up, in which the end of the circuit capped was only allowing flow out through the fep (exhalation port). Once the circuit was uncapped, the set flow was delivered. The philips clinical specialist has set up additional training for the customer.